Event description:
It was reported to manufacturer that the user's handheld screen was freezing on the successful interrogation screen and would not allow him to proceed. It is unknown if troubleshooting was performed to resolve the event but the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to the manufacturer and analysis is underway. However, it is known that under certain conditions this type of screen freeze event can occur with the (B)(4) handheld computer and cyberonics 7.1 version software.